Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was a misalignment of the touch position on the touchscreen. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. Since the issue was not resolved by calibrating the touchscreen, the pse replaced the touchscreen, performed periodic maintenance, and verified that no other malfunction was found. The device passed the required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil). The failure investigation (fi) technician installed the touchscreen into a pil ventilator to duplicate the reported issue. The visual inspection of the touchscreen did not reveal any signs of damage or contamination. The touchscreen was tested, and the failure was confirmed. The pil found that the touchscreen did not meet the acceptance criteria specified due to the fact that it failed the resistance ration verification.